Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#. (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jun-2025, UDI#: (B)(4). Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative (rep) reporting that abnormal resistance value of 40,000 ohms or more was observed when connecting the implantable neurostimulator (ins) to the #5 and #6 electrodes of the electrode part. Multiple connections were checked. It was judged that there was no causal relationship with the procedure, and the possibility of fracture from the time of shipment was suspected. The lead was replaced and the issue was resolved. The patient was alive with no injury. The indication for use is complex regional pain syndrome (crps).